Event description:
It was reported "the dilator in the triple bard kit did not advance properly over the guide wire into the patient's vein. The dilator was very flimsy and kept bending during advancement. Impact of incident: nothing. I asked my assist for a 10cm dilator kit instead to continue with the procedure. Level of harm: no apparent harm - reached patient/person, inconvenient". (B)(6) 2022 - microscopic observation of the distal tip of the sheath revealed the sheath to be bunched inwards at multiple locations on the returned device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed. One 5 fr microintroducer was returned for evaluation. The dilator was not present within the grey sheath. The tabs and grey sheath were returned fully split. Blood residue was visible throughout the device. Deformation on the sheath tip was observed. Microscopic observation of the distal tip of the sheath revealed the sheath to be bunched inwards at multiple locations which suggests advancement against resistance. The sheath tip taper was observed to be present. The condition the dilator remains unknown. Based on the condition of the returned sample, possible contributing factors include advancement against resistance. Since the sheath tip was observed to be bunched, the complaint is confirmed. A lot history review (lhr) of refq2268 showed three other similar product complaint(s) from this lot number.